Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The peritonitis was manifested by diarrhea, abdominal pain, and cloudy effluent. The patient was not hospitalized. The cause of the event was unknown. Beginning on the day of onset, the patient was treated with cefazolin 1 gram once daily intraperitoneally for two days and heparibene natrium 5001 units four times daily intraperitoneally for two days for the bacterial peritonitis. Beginning three days after onset, the patient was treated with sumetrolim two times one tablet orally for nine days for the bacterial peritonitis. Dianeal and extraneal therapies were ongoing. The patient was recovered from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Twenty eight days after the initial onset of the peritonitis event, a continuous ambulatory peritoneal dialysis (capd) patient experienced a relapse of the peritonitis manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. The cause of the relapse was unknown. On same day, the patient began intraperitoneal treatment for the peritonitis with cefazolin (1g, once a day), heparibene natrium (0.1ml, three times a day) and gentamicin (40 mg, once a day) for fifteen days. One day later, the patient was hospitalized for the relapsing peritonitis event for six days. The cloudy effluent lasted for two days and on the same day, the treatment with heparibene natrium was discontinued. One day later, the treatments with cefazolin and gentamicin were discontinued. On the same day, the patient began treatment with sumetrolim (2 times, 1 tablet) orally for bacterial peritonitis. Two weeks after onset, the patient was recovered from the event and the treatment with sumetrolim was discontinued. At the time of this report, dianeal and extraneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.